Manufacturer narrative:
As a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. A DHR review has been completed for the lot in question and all devices in the lot met relevant requirements prior to release.

Event description:
A case of a pericardial effusion requiring intervention was reported during a left-atrial appendage closure (laac) procedure, where the versacross large access transeptal dilator (vla) was used for the initial transseptal puncture. The vla was positioned in the superior vena cava (svc) using the j-tip guidewire. The physician exchanged the j-tip guidewire with the versacross rf wire (vxw) for transseptal puncture. While removing the j-tip guidewire, the vla slipped out of the svc into the right atrium (ra) as it was not secured and was repositioned. The vxw was advanced and transseptal was successfully completed. The vla was removed and watchman sheath (boston scientific) was advanced. The vxw was exchanged with the j-tip guidewire and a pigtail catheter was introduced over the j-tip guidewire in the left atrial appendage (laa). Dye was released and fluid around the laa was noted. A pericardial sweep was performed and an effusion was noted. The effusion continued to worsen. With the patient in stable condition, pericardiocentesis was performed. The patient was transferred to surgery approximately 30 minutes later. A 8.5-9 french hole was identified in the medial aspect of the svc at the junction of the ra. The hole was repaired. Follow-up requests revealed that the patient was recovering. As a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report.